Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter address 1 (B)(6). Initial reporter address 2: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism failed to retract the bd insyte¿ autoguard¿ shielded IV catheter's needle during use. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that the safety mechanism failed to retract the bd insyte¿ autoguard¿ shielded IV catheter's needle during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: one sample was returned in support of this complaint. Our quality engineer was able to verify the reported complaint of a needle retraction failure. No objective evidence of this incident was found during the device history record and quality notifications analysis for the claimed lot. Investigation conclusion: based on the results of the investigation to date, this defect is believed to have been caused due to damage in the "grip" component caused at the plug placement station, making it impossible to activate the needle, however, no data were confirmed to confirm this suspicion during the investigation. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.